Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the following tests were completed for (B)(4) reference samples of lot 5410851: 1. Visual inspection as per (B)(4). (B)(6) (catheter doblado) / quality alert (kinked cannula) no damage o bent was found. 2. (B)(6) flow test on customer complaints ((B)(6)), version 10. (B)(4) reference samples met the criteria of minimum 80ml/minute. Flow test values of reference samples: p1: 104. P6: 108. P2: 115. P7: 105. P3: 111. P8: 112. P4: 106. P9: 109. P5; 110. P10: 95.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The blood glucose level was over 26mmol/l. Customer went to hospitalization/emergency medical treatment was required due to any blood glucose value, dka seizure or diabetic coma .symptom was thirst. Lenght of hospitalization was one night. Patient was hospitalize and visit ER. Therefore, patient was treated with correction via IV insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.